Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/17/15-pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicated the surgeon tried to place an asr implant, but instead used pinnacle. The stem is being added for the alleged high metal ions (no labs provided).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the patient's blood, tissue and bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation, metal wear/metallosis, and elevated metal ions. The patient harms of the head and liner were updated due to dislocation. The alleges metal wear/metallosis and elevated metal ions was already reported. Added law firm in the facility name and updated the associated contact.